Event description:
It was reported to boston scientific corporation that during preparation to place a contour vl ureteral stent, while loading the stent onto the delivery catheter the stent broke in half. The device was removed from service and never used within the patient. The procedure was successfully completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'fine.'